Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and xenform were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2009 due to cystocele, rectocele, uterine prolapse and stress urinary incontinence with concurrent cystoscopy and closure of bladder laceration. Additionally, mesh was implanted on (B)(6) 2009 due to vaginal wall prolapse, cystocele, enterocele and stress urinary incontinence with concurrent cystoscopy and tight salpingoophorectomy. It was also reported that patient underwent another procedure on (B)(6) 2011 which included a cystoscopy with endoscopic removal of calcified suture and revision of vaginal graft. No additional information was provided.